Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Customer called about a merge cardio report for one patient that is attached to the study of another. One patient had us study done on (B)(6) 2012. It has a confirmed report, however, the report belongs to another patient who had us study on (B)(6) 2012. When trying to view the report, the user gets the same global exception handler error as before: exception information: exception type: httpexception. Exception message: cannot have multiple items selected in a dropdown list. The pdf generation functionality was not designed to be exclusive per patient. If two or more users were reporting on different patients and requested the generation of a pdf report file at the same time, the system would incorrectly attach the first pdf report file generated to the other patient(s).

Manufacturer narrative:
The correction report (B)(4) that was referenced in the initial MDR was cancelled by FDA.